Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated. When inserting the faradrive to check for backflow the air was noted. It seems that a lot of air was bleed in with a bubbling sound. The valve may have been damaged. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.